Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/01/2018. Medical records reviewed for MDR reportability. Right knee revised to address pain and aseptic implant loosening, at the cement to implant interface. Surgeon noted that the tibial base plate came loose with a single tap of the osteotome and mallet. It was completely debonded from the well-fixed cement mantle. There was no cement adhered to the backside of the base plate. The femur component, in contrast, proved to be well-fixed. Tibial base plate, femur, and tibial insert components were all revised; the patella component was retained. Competitor bone cement was used during primary. Doi: (B)(6) 2016; dor: (B)(6) 2017; (right knee). Page 25 implants - non-depuy cement. Page 66 rev op note.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. *********updated (B)(6) 2020 re-open****** the complaint was re-opened upon receiving the patients medical records. The information received did not change the original investigation report if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Medical records alleges joint instability.